Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer gave a manual injection to address bg level. Ultimately, the customer reverted to an alternate method of insulin therapy.